Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient was revised due to periprosthetic fracture. Primary surgery was two weeks ago.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation, history review or complaint history could not be performed as no items associated with the event were returned or made available. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. The reported event regarding periprosthetic fracture involving an accolade stem was not confirmed.

Event description:
It was reported that patient was revised due to periprosthetic fracture. Primary surgery was two weeks ago.